Event description:
A report was received that the patient was experiencing inadequate stimulation after a fall and in the process, the lead had come apart. The lead had several contacts that were out. A computerized tomography (CT) scan showed that the lead was dislodged from the epidural space and had come apart. It was also reported that the lead was fractured and the wires came out of the lead. The lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Populated with the di number. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.